Event description:
The customer reported a tandem mobi cartridge alarm with their pump, but there was no adverse impact to their blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer was advised on how to put the pump into storage mode and return it using a pre-paid label. They acknowledged the instructions and will continue using their current pump, with multiple daily injections available if needed, until the replacement pump arrives with updated software.